Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis event and was discharged one day later. The peritonitis was manifested by cloudy peritoneal effluent and abdominal discomfort. The patient was treated with vancomycin and fortaz (intraperitoneally, dose and frequency not reported) for the event. Treatment was ongoing and the patient had recovered. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.